Event description:
Rptr has been treating pt since 5/23/95 for shortness of breath. It has come to rptr's attention that pt is being exposed to irritant chemicals at her place of employment. The "chem clave", containing nitric & sulfuric acid, is an irritant & aggravates asthmatic symptoms.